Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 466 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer also reported that the insulin pump had blank display. Customer stated that the insulin pump had cracked from battery compartment. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test